Event description:
It was reported that the patient was admitted to the hospital two days post-pacemaker implant with stroke symptoms including facial droop, slurred speech and left leg weakness. A trans-esophageal echocardiogram also showed a dense structure in the left atrial appendage highly suggestive of thrombus. The patient received intravenous blood thinner and was restarted on anticoagulant medication. The stroke symptoms resolved and the patient was discharged to a rehabilitation facility three days post-admission. The pacemaker remains in use. The patient is a participant in the wrap-it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.